Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump button got stuck while driving. The insulin pump was in her bra while driving. Customer blood glucose reading was unknown. Customer stated the time advanced. The insulin pump screen was damage. Troubleshooting was performed. The insulin pump will be returning for analysis.